Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was caller reported that since yesterday the patient's stimulation has been increasing on its own. Caller stated the patient was jumping and screaming because the electricity was increasing. Caller mentioned the patient lowered the stimulation but still felt the electricity. Agent walked caller through turning stimulation off and caller confirmed the patient no longer felt the "electricity." Agent reviewed role of rep and the patient was redirected to their healthcare provider to further address the issue.